Manufacturer narrative:
Section a2 and a4: unknown; requested but not provided. Section d6b: if explanted, give date: not applicable as the device remains implanted. Section e1: email address: unknown; requested but not provided. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned to the manufacturing site, as it remains implanted; therefore, product testing could not be performed. However, four lenses pertaining to this production order were retrieved from the distribution center and received for product evaluation. An optical check of 4 iols, model zcw375 with a diopter of 20.0d, pertaining to this production order was performed. All 4 samples were checked on optical power, cylinder, and the angle between the low power meridian (lpm) and the toric cylinder axis markings per the product specification. Various independent optical measurement systems were used to verify measurements. Two lenses failed the angle degree, confirming angle out of specification results using miq/mtf and way master. The lenses have good optical quality however in the wrong orientation with respect to the markings. Manufacturing record review: a search of complaints related to this production order (po) was performed. Two additional complaint folders for residual astigmatism were found. Conclusion: as a result of the investigation, the lens was confirmed out of specification. A decision was made to recall this lot of products and a field action will be taken in accordance with internal operating procedures. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was successfully implanted into a patient¿s eye. During a postoperative exam the following day, it was revealed that the value of astigmatism increased to 4.75 diopter, although it was used for "against-the-rule astigmatism." The surgeon noted that this was a clinically significant induced astigmatism, however the astigmatism increase was unknown. The axis shifted to approximately 6 degrees from 4 degrees, as indicated by the calculator. However, there was no problem in it. The surgeon felt that this was a traumatic event for them and he has been unable to use toric lenses in other patients. At the discretion of surgeon, it was decided to not remove the iol and to observe the course. There was no reported patient injury. No additional information was provided.

Manufacturer narrative:
Additional information: h9: recall event ID: (B)(4). Johnson & johnson surgical vision (jjsv) has initiated a field action related to tecnis® toric ii optiblue® (zcw) intraocular lenses (iols) due to an identification of a limited quantity of these products in which the cylinder axis marks do not meet product specifications for the allowable angle between low power meridian (lpm) and toric cylinder axis marks. This could potentially result in an increase in astigmatic error for patients that are implanted with the non-conforming iol depending on the magnitude of the incorrect angle relative to the lens toric markings. A secondary surgical intervention may be necessary to address the clinical impact, which could range from iol rotation intraoperatively, to corneal laser refractive correction, or explant of the iol and replacement. Complaints will continue to be monitored and investigated. Investigation is ongoing and corrective action will be implemented as appropriate. Corrected data: section g4: this report is being filed on an international device; tecnis toric ii optiblue1-piece iol, model zcw that has a similar device, tecnis toric 1-piece iol model zct which is distributed in the unites states under PMA (B)(4) all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.